Event description:
Boston scientific received information that this newly implanted implantable cardioverter defibrillator (ICD) had detected high thresholds and greater than 2000 ohms for pacing impedances on this right atrial (ra) lead. It was thought that perhaps the suture sleeve had compromised the lead as the sutures were too tight. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in-service. The lead was explanted and is expected to be returned for analysis. This report will be updated upon return and completion of analysis.